Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the insertable cardiac monitor (icm) had failed to be interrogated due to no bluetooth (ble) telemetry. The icm was explanted on 05 jun 2025. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of the device being unable to communicate with the application was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal interrogation results with normal functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.